Event description:
It was reported that an ipsilateral approach was used to access the lesion (rca with 90% occlusion calcified with tortuous anatomy). After pullback and diagnosis of the lesion, the user reported some resistance when the catheter shaft was returned to its original position and upon obtaining additional info it was determined that the catheter and wire were removed as a unit. Another same product was used to successfully complete the procedure and there was no report of patient injury. The patient was discharged in stable condition according to the expected treatment plan.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this same failure mode within this lot. The device was returned and investigated in accordance to volcano policy. During visual and microscopic inspections, a kink was observed in the proximal shaft at the telescope - proximal shaft bond. The drive cable was twisted at the site of the kink. The guidewire exit port and piezoelectric transducer were intact. The device was flushed and no leaks were detected. The telescope opened and closed without any notable resistance. The guidewire used during the procedure was not returned, so a 0.014" mandrel was used and inserted into the catheter tip and successfully exited out the guidewire port with no resistance encountered. The investigation performed did not confirm the reported failure. The observed damage to the device is likely due to handling but we could not conclusively determine when the damage occurred. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities. No further action is required or anticipated at this time.